Event description:
A pacing lead and defibrillation lead were returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the implant of the leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead and all the conductors were stretched. The outer insulation had cosmetic depression, and there was apparent explant damage. A visual analysis was performed only. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead and all the conductors were stretched. All the conductors were fractured (overstress). The outer insulation had cosmetic depression, and there was apparent explant damage. A visual analysis was performed only.